Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00959. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Event description:
Reference MFR. Report #3006705815-2019-00959.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00959.